Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after the sheath was prepared as IFU, upon insertion of the farawave catheter, air leak was observed. The farawave was then removed and thumb was placed over valve with no air pull back seen. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is not expected to be returned as disposed. It as further reported that no leak or air seen in patient. Pressure bag at 2ml was used for irrigation.